Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. Post-resection mucosal closure was performed by way of a mechanical clip. During the procedure, actively bleeding vessels in the rectum were treated with coagulation graspers and hemostatic spray. After a follow up call with the physician on april 21, 2022, it was discovered that the patient was noticing drops of blood in stool. After multiple follow up calls, the patient continued to have bleeding. It was reported that the patient began to notice drops of blood in the toilet. On (B)(6) 2022, the patient was referred for a flexible sigmoidoscopy procedure to evaluate the bleed. The physician deemed the event to be "not related" to the device and "possible" related to the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.